Manufacturer narrative:
Investigation found a hole in the unexposed portion of the soft cannula. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 373 mg/dl while wearing the pod between 36 and 48 hours. The pod was filled with 200 units of insulin and then it was leaking from the fill port. Patient noticed when taking off the needle guard the cannula had little drips of insulin and the patient thought this was normal. As treatment, a new pod was applied. Patient¿s bg levels was all over the place: 284 mg/dl, 318 mg/dl, 278 mg/dl, 278 mg/dl and, 373 mg/dl.